Event description:
The tip for the introducer broke inside the patient. The doctor decided to leave the broken wire in the bone because it would require removal of extensive bone and it was felt that this would cause significant harm to the patient.